Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2433 counts) followed by a low battery alarm. This is an error as the low battery alarm should alert the user prior to the delivery failure alarm. It was recommended to the distributor to replace the smart battery due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage below tolerance followed by a low battery alarm during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.